Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with no down button response due to corroded keypad trace. There was moisture damage was found on electronic and motor assembly. No blank display, unexpected constant tone or audio/beep anomaly noted. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was 301 mg/dl at the time of the call. Mother states the insulin pump was exposed to water and went blank immediately. After water exposure the pump had a constant tone. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.